Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, inaccuracy was confirmed on the device. The expulsor was replaced as this was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump was over infusing. No patient was involved in this event. No adverse effects were reported.